Event description:
Senseonics was made aware of an incident where the patient could not maintain a stable signal between the transmitter and the sensor. A transmitter replacement did not resolve the issue. The patient was referred back to their hcp to discuss about removal and replacement of the sensor. A return material authorization (RMA) was issued to return the sensor for further evaluation.

Manufacturer narrative:
The manufacturer is currently awaiting for sensor to be returned for further evaluation. The investigation results along with the final conclusion will be provided in the supplemental report.